Event description:
It was reported by service report that the stretcher was zooming intermittently.

Event description:
It was reported by service report that the stretcher was zooming intermittently.

Manufacturer narrative:
The PMA/510(k)# was previously not included in the initial MDR that was issued previous to this follow-up report. This follow-up report includes the PMA/510(k)# for the product.

Manufacturer narrative:
Zoom; csi box.